Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged two days post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse pt effects were reported. Implant, explant and event dates were not made available.